Manufacturer narrative:
Concomitant medical products: product ID 8711, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter.

Event description:
On 2015-10-02, additional information was received from a manufacturer representative (rep). It was reported that the cause of the catheter break was not determined. It was noted the patient had no trauma or a fall. The pump was replaced on (B)(6) 2015 for normal battery depletion. The spinal segment of the catheter was replaced with a new spinal segment model 8731 sc. After the replacement, the daily dose was set to 100 ug/die. The patient felt fine, and their therapy was effective.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) that a patient implanted with an intrathecal baclofen pump (unknown concentration and unknown daily dose) 12 years ago for an unknown indication, needed a pump replacement due to normal battery depletion. The hcp decided to do an x-ray prior to the procedure and identified the spinal segment of the catheter was broken. The catheter fragment had migrated caudal and would not be removed. The catheter replacement had not taken place, but would be planned soon. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated the patient's initial dose was 330 ug/day.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2003, product type: catheter.